Event description:
It reported that the patient admitted in for high-risk percutaneous coronary intervention. During device insertion, there was significant bleeding from the peel-away sheath diaphragm due to pressure applied to the companion sheath. This was noted as necessary due to patient¿s height and length of catheter needed to cannulate coronary arteries. The guide catheter needed additional pressure to reach the coronary arteries. At the end of the case, the device was explanted and the patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.